Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission: 04/17/217. Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: there was no activity related to the complaint observed in the black box or download history. There was no damage found to the battery compartment or cap and no overheating duplicated during testing. The pump¿s electrical current draws were within specification.